Manufacturer narrative:
The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was not able to be conducted for the myosure system as the identification number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the circulating nurse stated "notice the sliver specs / matter on the tissue." It was noted the physician was "being very forceful with the device." The procedure was completed and the patient was discharged home.